Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the use of the mynx vascular closure device, it was reported that the sealant did not deploy. There was no patient injury.

Manufacturer narrative:
During the use of the mynx vascular closure device, it was reported that the sealant did not deploy. There was no patient injury. The device was not returned for analysis. Two photos were submitted by the customer of the mynxgrip vascular closure device 6f/7f involved. Visual evaluation of the photos found that a small piece of sealant was located on the catheter. The procedural sheath was pull back and the advancer tube was not engaged to the tamp lock. A device history record (DHR) review of lot f1817902 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported¿ sealant failure to deploy¿ could not be confirmed through analysis of the images received. The cause of the issue experienced could not be determined. Based on the limited information available for review and the image investigation, it is not possible to determine what factors may have contributed to the issue reported; however, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the image analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.